Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Additional information was received: diagnostic imaging: yes. Aspiration/drainage: yes. Observation: yes. Outcome: recovering/resolving. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: does the surgeon believe an alleged deficiency with the device caused or contributed to the post operative complications in anyway and if so why? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, right lung interstitial opacity, left pneumothorax, atelectasis, right lung base, pleural effusion left, air leak, CT#1 and pain, post-operative. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2022. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what kind of drug therapy/medication was provided to the patient? Was it prescription, IV, or over the counter? Additional information received: awareness date: 28 jan 2022. End date: 8 apr 2022. Start date: 28 jan 2022. Alert date: 08 apr 2022. Country of event: us. Procedure group: lung resection procedure. Date of procedure: 28 jan 2022. Adverse event term: pain, post-operative. Severity: mild. Medication: yes. Outcome: recovered/resolved. Relationship to primary study procedure: causal relationship. Updated: end date value "" has been changed to "8 apr 2022". Outcome: value "recovering/resolving" has been changed to "recovered/resolved".

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. Additional information received: adverse event term: left pleural effusion; severity: mild; relationship to study device: not related; relationship to primary study procedure: possible; intervention/treatment: none: no; diagnostic imaging: yes; observation: yes. Relationship to primary study procedure: value " " has been changed to possible adverse event term: left pleural effusion outcome: unknown.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2022. Additional information received: (B)(6) updated adverse event for (B)(6) log line 4: patient identifier: (B)(6). Sex: female. Age at consent: 62 years. Additional patient details. Awareness date: 31 jan 2022. End date: 9 mar 2022. End date value "" has been changed to "9 mar 2022". Outcome: value "recovering/resolving" has been changed to "recovered/resolved". (B)(6) updated adverse event for (B)(6) log line: 2: patient identifier: (B)(6). Sex: female. Age at consent: 62 years. Additional patient details: awareness date: 28 jan 2022.. End date: 9 mar 2022. Updated: outcome: value "recovering/resolving" has been changed to "recovered/resolved". (B)(6) updated adverse event for (B)(6) log line: 2: start date: 28 jan 2022. Alert date: 11 mar 2022. Country of event: us. Procedure group: lung resection procedure date of procedure: 28 jan 2022 adverse. Event term: left pneumothorax. Patient details: patient identifier: (B)(6). Sex: female. Age at consent: 62 years. Additional patient details: awareness date: 28 jan 2022. End date: 9 mar 2022. Updated: end date value " has been changed to "9 mar 2022".